Event description:
It was reported that during implant procedure the patient was vomiting. The patient was admitted to the hospital. The physician believed that neither the device nor the procedure contributed to vomiting. The patient was doing well postoperatively. Nothing was explanted.